Event description:
A pump declared an alarm during insulin therapy, and the caller was unsure if blood glucose levels exceeded a certain threshold. Customer support guided the caller in loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. As a resolution, customer support arranged a replacement for the pump as it was under warranty. The caller will use multiple daily injections (mdi) as backup therapy in the meantime. Support confirmed the shipping address and instructed the caller on how to put the pump in storage mode and return it, which the caller acknowledged.